Event description:
It was reported that after laminectomy at l4 and l5 with bilateral pedicle screw fixation and bilateral lateral and intertransverse fusions with autogenous bone and infuse bone graft, a reoperation was performed approximately 4 weeks post op to evacuate to seroma. It is unknown if the infuse bone graft contributed to the reported event.